Event description:
The customer reported an issue with the pump display, which affected their ability to interact with the pump or see its screen. There was no adverse impact to the customer's blood glucose level. Technical support authorized a replacement pump, as the device was under warranty. The customer was instructed on the process to return the faulty pump within ten days using a pre-paid label, and acknowledged how to put the pump into storage mode before returning it. The customer will use multiple daily injections as backup therapy to maintain insulin delivery during the transition.